Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4 (UDI), g4, g7, h1, h2, h6, h10. Reported event was confirmed by review of radiographs. Review of the available records identified fracture of the hardware and overlying bone in the proximal left femur diaphysis. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that initial surgery was performed with gt femoral nail. Revision surgery was performed due to implant fractured. The cause of the fracture was pseudo joint. No additional patient consequences were reported.